Manufacturer narrative:
Original submission narrative: the device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented. Note: the original emdr was submitted to the non-production environment. This report is to submit to the production environment.

Event description:
It was reported that as soon as the transducer was selected/connected to the system and before the start of an unspecified exam, the system generated a usacquisitionhw_31 error. The user had to use a second probe from another system to perform and complete the exam. There was no patient adverse event reported. No additional information was provided.